Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pulse wire out of position in the cable connecting the distribution node (dn) and to the rear therapy electrode, physically stopping the tactile motor from spinning. The root cause for the open wire was an assembly error. There was no adverse event that resulted from the damaged belt.